Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8101914, medical device expiration date: 2022-03-31, device manufacture date: 2018-04-11. Medical device lot #: 8103975, medical device expiration date: 2022-03-31, device manufacture date: 2018-04-13. Medical device lot #: 8106945, medical device expiration date: 2022-03-31, device manufacture date: 2018-04-16. Medical device lot #: 8188847, medical device expiration date: 2022-06-30, device manufacture date: 2018-07-07. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ultrasafe x50 png clear pfe puurs could not have their safety mechanism activated after use. The following was reported by the initial reporter: "problematic syringes fragmin - patient reported she had difficulties use with some syringes, 4 used out of the 7 dispensed, 3 whose "plastic ears" were misaligned, so difficult to use and she is not sure if she had all her dose - 3 others she received were well aligned, and 1 out of 3 remaining had the needle crooked".